Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in boston, massachusetts. Customer cancelled service call since the pump ran for hour and could not duplicate issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Customer canceled service request.

Event description:
Livanova deutschland received a report of a s5 roller pump motor failure during procedure. There was no report of patient injury.

Manufacturer narrative:
H10: no service activity was scheduled for the device and no component replacement was carried out. Moreover, it was learnt that the involved pump is currently in use at the customer site and no further issues occurred. Motor control failure can be caused by: defective motor controller board; defective motor amplified board; lost communication between the motor control board and motor amplifier board; incorrect pump occlusion set by the customer. Taking into account that no boards have been replaced and that the pump is working according to specifications, the most likely root cause of the reported event is traced back to an incorrect pump occlusion set by the user.

Event description:
See initial report.